Manufacturer narrative:
Device additional comment: on (B)(6) 2012 a respiratory therapist reported a inomax dsir ((B)(4)) sounded a delivery failure alarm while on a patient ((B)(4)). Evaluation summary: during service investigation of the device returned from the user facility, we were unable to confirm the reported observation. Review of the device's service log confirmed the reported incident. Additional review of log data associated with the incident showed that the device was set to deliver 80ppm nitric oxide into the servo I ventilator circuit while the ventilator was delivering peak flows of >120 liters per minute. Labeling clearly describes the effect on delivered nitric oxide dose of ventilator flow rates. The following information is extracted from the inomax dsir operation and maintenance manual. Maximum no delivery: the inomax dsir is limited to a maximum no flow of 6.35 umin. This means the maximum deliverable no concentration will vary based on the ventilator flow rate. The maximum deliverable no concentration will vary from approximately 80 ppm at a constant flow of 60 umin to approximately 40 ppm at constant flow 120 umin. The inomax os constantly monitors nitric oxide flow rate and ventilator flow rate. When the delivered dose cannot be maintained due to a high (>120) 1pm ventilator flow rate, the system detects the condition and triggers audible and visual delivery failure alarms and stops drug delivery. This is per design. Please note that delivery will not be shut down unless the device senses delivery of less than ½ of the set dosage, providing a wide margin for continued delivery. The reported switch of regulators would have no effect on the operation of the system if the excessively high ventilator flow rate were continued. During service investigation, the regulators were found to operate within specifications. The root cause for the reported incident was user error associated with delivering a high nitric oxide drug dose into an out of specification ventilator circuit flow.

Event description:
Delivery failure alarm while on the patient [device alarm issue) decrease in oxygen saturation [oxygen saturation decreased] decrease in blood pressure [blood pressure decreased). Case description: this initial spontaneous report was received from a respiratory therapist (rt) in the united states, regarding a (B)(6) female adult who experienced decrease in blood pressure, decrease in oxygen saturation and delivery failure alarm while on inomax via the inomax dsir device ((B)(4)). The patient's medical history/co-morbidities included: interstitial pulmonary fibrosis, lung transplant (left), infection in transplant lung, sepsis, native lung atelectasis, and oxygen saturation low. Concomitant medications were not reported. On (B)(6) 2012 the patient was started on inomax for oxygen desaturation at 40 ppm via the inomax dsir. The dose was later increased to 80 ppm (date not reported), and subsequently back to 40 ppm (date not reported). The patient was concomitantly on the servo I at fio2 100% with a rate of 35, peep at 10. As of (B)(6) 2012 (12:00 am) the patient was continuing to deteriorate due to her history of sepsis and bacterial infection in the transplanted lung. The physicians decided to take her to the operating room for ECMO (extracorporeal membrane oxygenation). Prior to starting the procedure the delivery failure alarm sounded on the inomax dsir. The rt with the patient became "flustered" and sent for the supervising rt, who quickly told the first rt to use the inoblender and bag the patient while he assessed the device. The patient had been without the inomax for approximately 10-15 minutes prior to the blender being used, with a worsening decrease in blood pressure and decrease in oxygen saturation. The patient stabilized after the inoblender was started and the ECMO was initiated. After the regulator on the inomax dsir was changed, the device began to function again. After the ECMO procedure was done, the rt switched out the inomax dsir, which was subsequently sent back to the manufacturer for further inspection. On (B)(6) 2012 inomax was discontinued and flolan (epoprostenol sodium) was started via nebulizer. The patient continued to improve. The rt believed the inomax and inomax dsir were not related to the decrease in bp and decrease in oxygen saturation as he felt the patient was deteriorating prior to even initiating therapy due to her underlying sepsis.